Event description:
Following a routine extubation, the anesthesiologist observed a red line on the tube from cuff extending to the 22 cm mark on the tube. After the extubation, the pt developed stridor and swelling of the tongue. The pt was treated with decadron and benedryl for what appeared to be a localized allergic reaction which disappeared within 4 hours of administering.